Event description:
Consumer reported complaint for error messages (e-0 and e-5). Hospice nurse is calling on behalf of the customer. The customer reported feeling lethargic; medical attention was required at the time of the call. During the call, a blood test was performed by the customer and produced e-5 error using true metrix meter. Hospice nurse stated she was going to give customer her insulin as per her treatment plan. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 01/19/2024 and open vial date is 10/29/2023.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to symptoms related to diabetes: lethargy. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications most likely underlying root cause: mlc-004: improper test method. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and the replacement products resolved the initial concern - unable to establish contact with customer at this time.